Event description:
On (B)(6) 2018 I underwent 3rd treatment for laser vaginal therapy. The first two treatments were unremarkable. Several days following the 3rd treatment, I experienced some discharge, itching and dysuria. On (B)(6) went on a 7 day course of amox-clav 500mg-125 mg with no resolution. Visited family medicine on (B)(6) with continued complaint of dysuria. Wet prep revealed bacteria and went on a 7 day course of flagyl. Dysuria continued. (B)(6), said urologist, diagnosed with uti, and now on 7 day course of ceftin.